Event description:
On (B)(6) 2010, patient reported she has been hearing a grinding noise coming from her infusion device. She stated she first noticed it about 2 months ago. She said the piston rod appears to get stuck. Patient reported she thinks it may be associated to her spilling small drops of insulin into her infusion device's cartridge chamber as she is changing the cartridge. She explained that she first inserts the cartridge and then attaches the adapter and tubing. Advised her to attach the adapter and tubing first and then insert the cartridge into the infusion device. Pump was not present to troubleshoot. Patient reported she first spilled insulin in the infusion device about 5-6 months ago. She said it has been some drops but not actually large spills. Patient stated it is as she inserts the cartridge that insulin drips out of the tip of the cartridge and into the cartridge chamber. Advised to call back to troubleshoot infusion device. Patient is currently on her backup infusion device. Several attempts to contact patient were unsuccessful. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.